Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the 12-month period. Even history log review identified four incidences of alarm 41622. The customer complaint was replicated through a motor test. The root cause of the issue was a damaged optical cam sensor as it was found that the optical disk was rubbing against the optical cam sensor, which led to damage to the sensor over time. The optical cam sensor was replaced, and the camshaft was realigned. The device then passed all tests after the repairs.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a motor issue and error code 41622. This occurred during testing, and there was no patient involvement.